Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient during a procedure performed on (B)(6) 2010. As reported by the patient's attorney, the patient underwent revision of bsc mesh device on (B)(6) 2015 due to incomplete bladder emptying. Boston scientific has been unable to obtain additional information regarding the event to date.